Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the previous device check, this pacemaker's longevity was at five years remaining with a magnet rate of 90 pulses per minute (ppm). Since then magnet rate was set to 100 pulses per minute (ppm). During the recent device check, the device had four years remaining longevity. Boston scientific technical services (ts) discussed could consider continued monitoring or sending device data for analysis. To date, the device remains in service. No adverse patient effects reported.